Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during the patient's trial lead implant procedure the patient experienced a cerebral spinal fluid leak. As a result, the physician abandoned the trial lead implant procedure.